Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive the device, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that dr (B)(6) has reamed at 56mm the 57 to impact a 58mm mmc cup. The impaction has been difficult. When using the cup impactor he had noticed a fracture on the postero/superior part of the acetabulum. Treatment has involved the use of a synthesis plate with 7 holes to secure the fracture. Non weight bearing for 2 months following the surgery.